Event description:
It was reported that revision surgery was performed due to impaired function, wear and restriction of movement.

Manufacturer narrative:
Only the femoral stem was returned to the device manufacturer for analysis and was found to meet dimensional specifications. The acetabular cup and femoral head were sent to an external laboratory, preventing further analysis by the manufacturer.

Event description:
It was reported that revision surgery was performed.